Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00153. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked at the tubing and implantable chamber. The leak occurred during patient infusion with 5fu and approximately ¿a quarter of the solution¿ remained in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.